Manufacturer narrative:
Analysis: internal review of qc release data for affected eplex rp2-ivd lot 53988346 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua(B)(4) documented in the record #(B)(4).

Event description:
On november 7, 2021, genmark was advised of unexpected positive results, for sars-cov-2 on the rp2 panel tested on (B)(6) 2021. The run also detected human rhinovirus/enterovirus, influenza a h1-2009, and respiratory syncytial virus a. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated, suggesting the run performed as expected. Comparator results on a cepheid genexpert assay resulted in detection of sars-cov-2 and respiratory syncytial virus, while a an unspecified roche cobas assay reported sars-cov-2 as not detected. A second sample from the same patient was taken two days later and reported respiratory syncytial virus detected by the cepheid genexpert assay. Sars-cov-2 was reported originally to the physician as not detected, based on the roche cobas results, and was subsequently amended and re-issued as inconclusive, based on the collective results. Treatment was not provided.